Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is delivering 21% oxygen when set to 100%. The customer stated there was a patient on the ventilator when this issue occurred, the patient was de-saturating while on 100% oxygen and nitric oxide, the oxygen was set to 100% and the monitor was only showing 21%. The ventilator was removed for the patient with no harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. The issue shows "the vent was set to 100% and the vent found to be delivering 21% with an external analyzer while set to 100%. This issue will be internally investigated within vyaire.